Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It as reported that the procedure was to treat a total occlusion in the anterior tibial artery with heavy calcification. The winn 80 guide wire was advanced to the lesion, but attempting to get the guide wire through the total occlusion, the physician pushed and twisted the guide wire resulting in the tip of the guide wire separating. The proximal portion of the guide wire was removed easily, but the separated tip could not be removed, as it was stuck and in the total occlusion. A winn 200 guide wire was then advanced and was able to cross the total occlusion. Then he took the armada 14 balloon and advanced it to the lesion, but the balloon could not cross and the balloon itself got rolled up / compressed. The armada 14 catheter was removed and the decision was made not to perform another attempt to treat the total occlusion. The physician explained as the vessel was totally occluded before the guide wire separated and the separated tip is safely fixed in the calcification, there will be no further attempts to remove the tip from the anatomy. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection, scanning electron microscopy (sem) imaging of the returned device and cine review of the procedure, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi-torque winn guide wire instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance.